Event description:
Implant back out: after the first surgery (2007), the patient returned for follow-up exam. On the follow-up x-ray, the c-jaws was detected to be extracted except for one time. If was hanging by the last tooth. Before this follow-up, the patient had no adverse events. X-ray and removal of the implant were requested.

Manufacturer narrative:
Investigation is complete: 1-device history record (DHR) was reviewed: no documentation was found that would indicate a non-conformance to specifications. Two-examination of explanted device did not show evidence of device malfunction or failure. Based on the investigational findings, medicrea considers the investigation closed. See scanned pages.